Event description:
It was reported that a device was not able to recognize a closed door. Any pt involvement, injury or medical intervention is unknown.

Manufacturer narrative:
Manufacturer ref. No.: (B)(4). Baxter has received and evaluated this device. The device evaluation found that the door not fully latched messages were caused by a loose link screw. The link screws were replaced during the repair process.